Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 368 mg/dl while wearing the pod between 4 and 24 hours. The cannula seemed to not have inserted correctly. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, 2 bolus shots were given.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause an improper insertion of the cannula. The cause of the reported improper cannula insertion could not be conclusively determined.